Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drain bag of a capd disconnect y-set leaked in several areas along the seam. This issue was noted while performing a continuous ambulatory peritoneal dialysis (capd) exchange on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.